Manufacturer narrative:
Update: d9, h3, h6. Correction: follow-up report submitted to document the device was not available for evaluation. Update: d4 correction: gtin.

Event description:
It was reported that the device activated while on safety at the user facility during a case. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that the device activated while on safety at the user facility during a case. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.